Event description:
Received information stating demonstration t:slim pump unexpectedly shutdown at physician's office. There was no patient involvement.

Manufacturer narrative:
The product has been received for evaluation; however, evaluation is not yet complete. A follow-up MDR will be submitted.